Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 4 of the 29 implants (25 spine screws, 2 s2 alar-iliac screws and 2 sacroiliac implants) placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and these 4 spine screws were corrected to their intended positions without navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all implant placements correct at the end of the surgery. There was neither harm nor negative effect to the patient due to the deviating implants, also not due to the prolonged anaesthesia of ca. 30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the four deviated spine screws (shifted towards the patient's left by ca. 4 - 6 mm) placed bilaterally at t5 and t6 with the aid of navigation is: temporary relative movement of the spine anatomy during the surgery between the vertebra the navigation reference array was fixated to (the t11 spinous process), and the vertebrae operated on (t5 and t6) due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. A structural instability of scoliosis was present with this patient, with curvature of the spine being present between t11 and t5 - t6, where the inaccurate screw placement took place. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviations between the actual patient anatomy location during the pilot hole creation and the registered pre-instrumentation patient image scan displayed by the navigation was not detected by the user with the appropriate and necessary verification checks throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery for a posterior fusion of vertebrae from the thoracic region (t5) to the pelvis due to spinal deformity (scoliosis and axial rotation), with intended placement of 29 implants bilaterally for fixation (25 spine screws at t5 - l5 -except for left l4 where no screw was placed-, 2 s2 alar-iliac screws and 2 sacroiliac implants), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position attached the patient reference array to t5. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration accuracy and found that the brainlab pointer was observed on the navigation display as shifted ca. 3 mm laterally to anatomy (towards the patients left) while placed on patient's spinous process. Performed a second registration with the patient reference array placed on the spinous process of t12. Verified the registration accuracy to find a similar inaccuracy as observed after the first registration. Investigated the inaccuracy and discovered that the top knob of the patient reference array was loose. Observed, additionally, that the patient's back was moving during respiration hold (regulated by anaesthesia). Performed the third registration after confirming proper placement of the patient reference array at t11 and asking for a paralytic to be administered. Reviewed the registration accuracy using the pointer and the navigated 2.6 mm brainlab drill guide and accepted it. Used the navigated drill guide with instrument position display on the patient scan to determine and pre-plan the screw trajectory in the vertebra. Prepared the pedicle by drilling a pilot hole through the navigated drill guide and confirmed the trajectory using the pointer. Threaded the pilot hole sequentially to size using three non-navigated, non-brainlab taps. Confirmed the trajectory after each tap using the pointer. Placed the spine screw into the pilot hole, using a non-navigated, non-brainlab drill. Maintained this sequence of steps for bilateral placement of t5 - left l1 spine screws. Repositioned the patient reference array to t9 and performed the fourth registration. Reviewed the accuracy of the fourth registration and accepted it to proceed. Additionally, reviewed the intra-operative CT scan to verify the bilateral spine screw placements at t5 - left l1. Determined that the placement of 4 spine screws, at t5 and t6 deviated from their intended positions (towards the patient's left): screws at right t5 and t6 were shifted medially to the planned trajectory by ca. 4-5mm, whereas screws at left t5 and t6 were shifted laterally to the planned trajectory by ca. 5-6mm. Decided to remove the deviating spine screws and re-placed them to their correct positions by hand with a non-brainlab paediatric gearshift and used the pointer to verify the placement. Maintained the initial sequence of steps to place spine screws bilaterally at right l1 - l5 (except for left l4 where no screw was placed) and 2 s2 alar-iliac screws. Placed the 2 sacroiliac implants with the aid of navigation (although navigation was not used to track how deep the implants were placed). Acquired another intra-operative CT scan to verify screw placement and the patient's alignment. Determined that the placement of the right sacroiliac implant deviated ca. 2 mm deeper than its intended position. Repositioned the right sacroiliac implant to reach the intended depth, without the aid of navigation. Determined that all implants were placed successfully within bone. Compared the patient's scans to determine that the deformity was substantially corrected. Completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): -the deviation of 4 of the 29 implants (25 spine screws, 2 s2 alar-iliac screws and 2 sacroiliac implants) placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and these 4 spine screws were corrected to their intended positions without navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all implant placements correct at the end of the surgery. There was neither harm nor negative effect to the patient due to the deviating implants, also not due to the prolonged anaesthesia of ca. 30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.